Manufacturer narrative:
The device remains implanted. Without the benefit of review and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.

Event description:
As reported to coloplast, the physician stated he is having problems with mpathy mesh and erosion where he cut the mesh in half for anterior repairs.